Event description:
It was reported that while using cartosound, there was a map shift in the ultrasound contours. There was no patient or table movement, and there was a 1.2 cm shift between contours.

Manufacturer narrative:
.